Event description:
It was reported that a patient underwent a knee surgery on an unknown date and barbed suture was used. The patient encountered pus collection. Additional information was requested.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This is a combination product, and the event has been reviewed for both the suture and the Triclosan.This report is being submitted pursuant to the provisions of 21 CFR, Part 803, Part 4 Subpart B. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.D4: UDI: The expiration date is currently not available. Therefore, the full UDI is currently not available.To date the device has not been returned. If the device or further details are received at a later date a Supplemental MedWatch will be sent.Additional information was requested, and the following was obtained:Was there any reported patient or user harm? Yes.Did the patient/user require any medical or surgical intervention as a result of the event? ## Yes_#_ Description ## For the first incident (on patient's hand), did I&D. For the second incident (on patient's knee), it is to be confirmed as to whether there was surgical intervention.Did the patient/user require extended hospitalization as a result of the event? No.What is the patient¿s/user¿s status/outcome following the event? To be confirmed. Nothing being returned for analysis as the product is implanted in patientAttempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental Medwatch will be sent:Did the patient have an infection?Please describe the patient manifestations of the reported infection (location, severity, appearance).Please provide the onset date/time of infection from the initial surgical procedure.Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?Were cultures and sensitivities performed? If so, please provide the results.How much and what type of drainage is present in this wound?Were any pre-op cleansing procedures changed recently? If yes, please describeWhat is the surgeon¿s experience with this Stratafix Suture?Please provide the patient's demographic information including age, gender, weight, BMI at the time of index procedure.Date and name of index surgical procedure?The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed?What symptoms did the patient experience following the index surgical procedure? Onset date?What was the initial approach for the index surgical procedure? (open, laparoscopic or other)?On what tissue was the suture used?What was the tissue condition (normal, thin, calcified, fragile, diseased)?For the original intended closure, how were all layers closed?Please describe any medical/surgical intervention required for this suture event including dates and results.Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?Was the fixation loop secured to tissue at the initiation of suture use during the index procedure?Was at least one reverse stitch performed prior to closure?Other relevant patient history/concomitant medications?What is the physician¿s opinion as to the etiology of or contributing factors to this event?What is the patient's current status?